Event description:
It was reported that following a system implant procedure the right ventricular (rv) lead was noted with pacing failure, and sensing diminished. During the lead revision procedure, the rv lead threshold was noted as high. The rv lead was repositioned. A echocardiography revealed rv lead perforation and pericardial effusion was noted. Drainage was performed, and the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)